Event description:
The customer reported that the olympus evis exera iii xenon light source presented a b30 scope communication error during procedure preparation. According to the initial reporter, the connection points were dried off, the light source was reconnected, and the error was no longer present. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
After receiving the report from the facility, olympus sent out a field service engineer (fse) to review and perform preventative maintenance on the subject device. During that visit the fse cleaned the socket and cooling duct. The fse also checked the functionality of the device, and no issues were noted. The device has not been returned to olympus for additional evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on a technical report, it was determined that water adhered to the connector part of the device which likely and temporarily caused an error in communication with the scope, resulting in b30. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.